Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported an intraocular lens (iol) that broke in the cartridge. Additional information is requested.

Event description:
Additional information received; when putting the intraocular lens (iol) into the cartridge the iol tore. This occurred prior to patient contact. The surgery was completed the same day with a new iol.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. The manufacturer internal reference number is: (B)(4).